Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the contaminated parts, pim-module, power manager pcb, and motor controller pcb. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to clinical use, saline solution was injected into the helium circuit of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
*On 17may2021 it was observed that an initial emdr was incorrectly submitted. The reported event is not a malfunction of the iabp unit, but was caused solely due to a use error. No malfunction was reported nor was there any adverse event reported. The reported event will be retained within our system. Please cancel in your database.

Event description:
It was reported that prior to clinical use, saline solution was injected into the helium circuit of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.